Manufacturer narrative:
One impl twist mp-1 3.75 mm 8 mm (1988) and mount were returned for investigation. Visual evaluation of the as returned product identified signs of use. Pre-existing condition as noted on the per was unknown. The implant had been placed on tooth #30 (universal) and was removed the same day. The returned product was functionally tested. The mount was able to disengage with little effort using normal hand tools. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2021010660. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2021010660) was performed for similar event and no other similar complaint identified. Based on the available information, device malfunction has not occurred and the reported event was unconfirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k943604.

Event description:
It was reported that the implant body cannot be removed from the fixture mount. The implant was removed and another implant was placed. Tooth site # 30.